Manufacturer narrative:
Updated data: d4 d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received in its original jar fully submerged in clear solution. The valve was discolored showing evidence of blood contact. The valve appeared partially compressed with the inflow frame displaying a slight elliptical appearance. As received, two leaflets appeared partially open while the third was in a closed position. All leaflets were flexible and intact; minor creases were noted on the leaflets. All commissures were intact. All sutures appeared intact; no signs of fraying, loose or broken sutures. The valve was submerged in a warm (approximately 37 celsius) saline bath. The frame expanded to full frame configuration. There was no evidence of damage such as bends or kinks to the frame. The valve was placed in a cold saline bath to perform a loading simulation per instructions for use. Upon loading, the frame paddles were seated within the paddle attachment pockets without issue. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. The valve was deployed in a warm (approximately 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed to the waist and up to the point of no recapture; no anomalies were noted. A complete deployment of the valve was performed. No anomalies were noted during the deployment simulation. Upon opening the jar, remnants of gasket material were adhered to the rim of the jar. Dried glutaraldehyde was not observed on the jar threads. The gasket, seated inside the lid, was found to be damaged with peeling in the rubber, consistent with pieces of gasket stuck to the rim of the jar. There was no damage to the threads of the lid. No gasket particulates were observed inside the jar. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {{d-evolutfx-2329}}; product lot/serial number {{(B)(6)}}; product type: {{0195 heart valves}}; implant date {{na}}; explant date {{na}} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to a bicuspid aortic valve. After the first deployment attempt of a transcatheter valve, an infold was observed at an implant depth between 3-4 millimeters (mm). Subsequently, the valve was recaptured and the system was withdrawn from the patient. A new dcs and new valve were used to complete the procedure. It was noted that a 10 minute procedural delay occurred in result of the infold. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Image review: one static image was provided for review. Patient¿s executive summary was not provided for anatomical review. However, it is known that the patient had a bicuspid aortic valve. Fluoroscopy valve load inspection was not provided for review thus it is not possible to validate a good load. It was reported that a pre balloon aortic valvuloplasty was performed prior to the valve implant attempt and that an infold occurred during the first deployment. Images of the attempted implant were not provided for review. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. The image provided shows the infolded valve deployed on the sterile field showing the deformed frame. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.